Manufacturer narrative:
The insulin pump was monitored for 2 days. No battery out limit alarm was noted. All operating currents are within specification. The device passed self-test. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads, a scratched reservoir tube window and missing end cap sticker.

Event description:
The customer's spouse called and reported the screen of the insulin pump was scratched and difficult to read. Customer's blood glucose was 300 mg/dl and he also received a battery out limit during normal use. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.